Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "broken prosthesis as per ultrasound report". This record is for the left side. Device was explanted and replaced with another manufacturer's device. Device is not going to return.